Manufacturer narrative:
(B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Mitraclip (80531u131) is filed under a separate medwatch report.

Event description:
This is filed for clip opening while locked. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) (80525u112) was advanced and grasped the leaflets. Final arm angle assessment was performed and was successful. It was thought that the clip was fully closed and the clip was deployed. After deployment, the mr was noted to increase and it was seen that the clip had opened. A second clip was implanted medial to the first to stabilize the clip and further reduce the mr. A third clip (80531u131) was advanced and implanted more medial to treat a second mr jet. After deployment, a single leaflet device attachment (slda) occurred, with the clip remaining attached to the anterior leaflet. Review of the fluoroscopy films was performed after the procedure, and it was noted that the first clip opened before final clip deployment. The procedure ended with the mr reduced to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - locked) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.